Manufacturer narrative:
The device trigger would stick, causing run-on, due to corrosion observed on the trigger assembly.

Event description:
It was reported that during testing conducted at the user facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.